Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during use of the device for sternotomy in preparation for a cardiopulmonary bypass procedure, three sternal saw blades were ¿jumping all over the place¿ and making a jagged cut. They continued to use the device and blades. The sternal saw was not changed out. The surgical procedures were completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.